Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt did not recover post pump exchange from the combination of head bleed and extracorporeal membrane oxygenation (ECMO). The pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.